Event description:
It was reported that the fast fix 360 failed to deploy in the meniscus. T1 was removed from the patient. No patient injuries were reported.

Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Manufacturer narrative:
The device is in used condition. T1, t2 and suture were not returned. The delivery needle is bent and twisted. A functional test confirmed that the device no longer cycles or actuates properly due to the damaged needle. No root cause related to the manufacture of the device can be confirmed.